Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal instrument had an unspecified error and could not be used. This issue occurred during a therapeutic laparoscopic nephrectomy procedure. There was no delay, and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the instrument jaws were not closed completely and an insufficient amount of tissue was grasped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused traced to a electrical/electronic component failure of this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.